Event description:
It was reported that during a surgery black metal abrasion was produced. Per complaint reporter there was no harm for patient, operator or third party. No further information received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. The reported event was not confirmed. One unpackaged ar-s7440-060-260, kerrison, 6.0 x 260mm, 40°, batch number 01577552r, was received for investigation and upon visual inspection, no metal abrasion could be observed. However, small scratches were found in the ceramic coating at the shaft and at the distal end. No fragments were returned for evaluation. The most likely cause of the reported failure can be attributed to normal wear and tear resulting from repetitive use of the device.

Event description:
Update 02-mar-26: further information was received on 23-feb-26 that no parts remained inside the patient. A spinal disc surgery was performed. The surgery was finished successfully with a new device from the set. It was not necessary to switch the surgical technique or do a second surgery.